Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to an unspecified reason. No further information was provided. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012. The manufacturer became aware upon receipt of the explanted device, (B)(6), 2012.